Event description:
(B)(4). Heart palpitations, syncope, daily headaches, migraines, numbness in legs, face, tongue and feet, burning in legs and feet, pain in legs, feet, pelvis, abdomen, hands, left arm, breasts, heavy periods including cramping, clotting, irregular periods, brain fog, trouble finding words or completing a thought, memory problems, difficulty with simple math, anxiety, depression, hopelessness, lethargy, fatigue, apnea, hip pain, back pain, flank pain, pain burning and sores on scalp, thinning hair, slow growing hair and nails, metalized taste, inflamed gums, bleeding gums, bloody nose, dark circles under eyes, cystic acne, acne, slow healing sores, bloating of belly.